Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged deeply into the side of the left ventricle when it was released. It was noted that the calcification of the cusp of aorta was not enough to fixate the valve after placement. The valve was then pulled up into the ascending aorta with two snares holding the paddle. The valve was accurately implanted in the ascending aorta. No additional intervention and no adverse patient effects were reported.